Manufacturer narrative:
A patient experiencing an inoperable ipg was reported to abbott. The patient ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that ipg was inoperable. Programmer displayed the end of life (eol) message on programmer. It was noted patient reported the ipg was at low voltage around october 2023. Patient utilized high settings on tonic stimulation. Surgical intervention may be undertaken to address this issue.